Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved of humeral stem (201412041). This is the first and only complaint received on this lot # on a total of 35 humeral stems manufactured with the same lot #. We received the post-operative x-rays of primary surgery, pre and post-operative x-rays of revision surgery. The explanted devices were not returned for analysis. The complaint source reported that the revision surgery was performed due to an incorrect positioning of the humeral components during primary surgery: the humeral stem was sitting too high and the revision surgery was completed to prevent excessive stress on the rotator cuff that would have lead to early failure. This was also confirmed by the analysis of the available x-rays performed by a medical expert: this analysis confirmed that the humeral head component was placed too high during primary surgery and was too small. Humeral components were correctly positioned during revision surgery. In conclusion, the revision surgery was performed due to suboptimal implant positioning during primary surgery. We are aware of a total of 4 revision surgeries due to incorrect sizing / positioning of smr finned humeral stem (product code 1304.15.140÷240) on a total of 81.112 stems sold worldwide since 2002 (occurrence rate 0.005%). No corrective action planned for this case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
Primary smr anatomic with cemented glenoid was operated on (B)(6) 2016. Revision surgery was completed on (B)(6) 2016 due to prosthesis instability. According to the reported information, there was an incorrectly placed implant: the humeral stem was sitting too high and the revision surgery was completed to prevent excessive stress on the rotator cuff that would have lead to early failure. Surgeon completely satisfied with the final stability of the implant post revision surgery. Event occured in (B)(6).

Manufacturer narrative:
We will submit a final MDR after investigating all the information we have asked for/received.

Event description:
Primary implant of smr anatomic hemi on (B)(6) 2016. Shoulder revision surgery was done on (B)(6) 2016 due to prosthesis instability. According to the info reported, there was a primary incorrect implant placement: the stem was sitting too high and the revision surgery was done to prevent an excessive stress on the rotator cuff muscles that would have lead to an early failure. Surgeon completely satisfied with the final stability of the implant. Event happened in (B)(6).